Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.23 on a (B)(6) male patient presented in the ER non st elevation (nstemi) myocardial infraction. The patient was admitted and the customer states that catheterization was done based on the I-stat result. The results of the catheterization was high grade proximal lad stenosis and unstable angina and 90% proximal lad in stent restenosis there was no repeat on I-stat. The customer thought it might be cocaine induced due to his history but drug screens were normal. Method: I-stat, collected: 1620, tested: 1641, result: 0.23, comment: no repeat, unk if it was filled to capacity; beckman, 1620, 1900, 0.03, new sample, spun down and plasma was tested. Other than what is suspected to be an unnecessary catheterization, there are no injuries associated with this event. The customer states that return product is not available for investigation. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 02/08/2015. Customer returns and retain product was tested and are functioning according to specification..